Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding product status has been requested. No additional information is available at this time. Device labeling: patients should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Causes of rupture include: damage by surgical instruments, such as nicks, slices, or puncture; other trauma during surgery, such as improper handling or manipulation. Do not insert or attempt to repair a damaged sizer. Product examination prior to use: prior to use, examine the re-sterilizable sizer for any evidence of damage or particulate contamination. Do not use any re-sterilizable sizer that may appear to have leaks, nicks or rupture.

Event description:
Healthcare professional reported the device ruptured during the implant surgery. It is unknown if silicone gel came into contact with patient or if a back up device was used to complete surgery.